Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported being hospitalized due to diabetic ketoacidosis. Blood glucose level was 490 mg/dl at the time of hospitalization. Customer reported experiencing chest pains, headache, and confusion at the time of the hospitalization. Customer stated that her blood glucose level was over 500 mg/dl, but she was able to self treat to lower it before going to the emergency room. Customer also stated that she had a stomach virus the day before the hospitalization which caused vomiting and diarrhea. Customer believes that the diabetic ketoacidosis was due to her using a bad vial of insulin. Blood glucose level at the time of the call was not provided. No further information was provided.